Event description:
It was reported that the 9600emi sys will not boot up. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the lemo assembly and battery charger. The sys was tested and found to be working as intended and placed back into svc.